Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a no delivery alarm. The customer's blood glucose was 265 mg/dl. Customer has treated their blood glucose with manual injections. Troubleshooting did not occur because the customer has removed their infusion set. The customer also stated their no delivery alarms did not occur during a manual prime. Customer will be returning their infusion set and reservoir for analysis. No additional information provided.